Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level over 1200 mg/dl, leading to a small stroke, a heart attack and loss of consciousness. Suspected cause was due to the customer not being to load a cartridge onto the pump due to a cartridge fitting issue. The customer was treated with intravenous fluids of saline and insulin to address the bg. The customer underwent surgery to place a stint into their heart and was released on (B)(6)25 with the issue resolved and no permanent damage.